Event description:
It was reported that two weeks post op a laparoscopic gastric band procedure, the pt was doing some sit ups and noticed a pull the abdomen. The pt went to the surgeon's office visit and the surgeon noticed that the pt had a hematoma. The pt returned home. Then the pt returned with pain, and it was noted the pt had a port side infection. The surgeon removed the port and tied off the tubing. In 2009, the pt went to the ER complaining of cramps. The band was checked and the surgeon noted that the infection was located at the tubing. The band was removed. The surgeon does not blame the band; the surgeon blames the pt for doing sit-ups two weeks after the procedure. The pt lost 65 lbs in a four month period. The band and the port were discarded.

Manufacturer narrative:
Date sent: 08/27/2009. Info is unavailable; device was not returned for evaluation.